Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using fast-fix 260 curved, after the t1 was implanted, t2 was deployed simultaneously. The t1 implant was removed from the patient. The surgery was completed with a back-up device, after a non-significant delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using fast-fix 260 curved, after the t1 was implanted, t2 was deployed simultaneously. The surgery was completed with a back-up device, but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the postt1/pret2 setting with a length of cut suture and the t2 implant. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.